Event description:
Needle pull off. Affiliate reports incident of needle pull off. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.